Event description:
As reported, approximately 4 years post op the initial right tka, this male patient was revised due to implant loosening bone loss and significant synovitis. Patient had been complaining of mechanical complications and chronic pain.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t, 2921769; 200-02-35 - three peg patella 35mm, 4271300; 244-24-11 - optetrak hi-flex tibial insert sz 4 11mm, 1384194.

Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of prosthesis wear and osteolysis. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. It is possible that a contributing factor to the reported wear may have been the result of being packaged in a non-conforming bag for more than 5 years before it was implanted. The extent and root cause of the prosthesis wear and osteolysis could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.